Event description:
It was reported that the implantable cardiac monitor (icm) was post paced t-wave over-sensing (pptwos). Further information was requested but not received.

Event description:
Additional information received indicated the event was discovered remotely. The implantable cardiac monitor (icm) was reprogrammed. The patient was in stable condition post changes.

Event description:
It was reported that the implantable cardiac monitor (icm) was post sensed t-wave over-sensing (pstwos). Further information was requested but not received.

Manufacturer narrative:
Corrected data: b5; post paced changed to post sensed t-wave over-sensing.